Event description:
It was reported by customer that dirt/marks visible on the needle. Complaint via email. Product Code: 303304 Product Description: NEEDLE HYPO 23 X 1.5IN ECLIPSE RB TW BX/100, Lot/Serial#: (b)(6), Expiry Date: 2030-08-31, Problem Information: PRODUCT CONCERN TICKET NUMBER: (b)(4), DATE OF INCIDENT: ON (b)(6) 2026, CONCERN DESCRIPTION: USTERILE: DIRT/MARKS VISIBLE ON THE NEEDLE, Occurrences: 1 each, Sample Information: Incident Samples: 1 each, Representative Samples: 0, No Adverse Event Reported".

Manufacturer narrative:
H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.